Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 3 weeks after the initial implant. Reason given was explant due to wrong diopter power.

Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The intraocular lens was not received by the manufacturer for analysis. The device met all manufacturing specifications prior to release. An update to this report will be submitted when the lens is received or additional information becomes available. The causal relationship between the device and this event is not known. All information available is included in this report.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 26.5. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.